Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the venclose generator serial number (B)(6) was received at the bd-bard global service & repair. The venclose generator was visually inspected upon receipt and was found to be in good physical condition. The venclose was downgraded from 3.35 to 3.17 so that testing could occur. The serial number listed in servicemax has a "be" at the end of the number, but the serial label on the unit does not show a "be" at the end. The device was functionally tested and passed the test during device evaluation. The generator passed electrical testing. Identified voltages from the catheters are 10cm = 20.23 vdc >15vdc and for 2.5cm = 6.44 vdc >5vdc within the specification. Therefore, the investigation is determined to be confirmed for the unconfirmed for the reported excessive heating issue. The root cause for reported excessive heating issue cannot be determined as the problem could not be reproduced. The catheter was found to have the red and yellow signal wires swapped on the circuit board and was most likely the cause of the issues stated in this complaint. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, it was reported that during a venclose radiofrequency ablation procedure, the catheter allegedly was in excess heat when catheter turned on. It was further reported that ablation segment of the catheter was allegedly distorted. Furthermore, the catheter was allegedly not recognized by the generator. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2024, it was reported that during a venclose radiofrequency ablation procedure, the catheter allegedly was in excess heat when catheter turned on. It was further reported that ablation segment of the catheter was allegedly distorted. It was further reported that catheter was allegedly not recognized by the generator. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.